Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer reported that the device was not repaired. No further details could be obtained regarding the event. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.